Event description:
It was reported that the entrapment occurred. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. After the 8.0-21 carotid wallstent self-expanding stent was deployed and placed. The delivery system was attempted to remove but, there was a resistance at the delivery wire part of the 190cm filterwire ez making it difficult to remove. The filterwire was pulled up to the inlet of the guide catheter while still in the deployed state. It was retracted into the guide catheter, and both devices were removed from the body as one unit. The procedure was completed, and there was no patient complications noted as a result of this event.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned loaded on to the customer's guidewire and was in a deployed state. Per instructions for use, the recommended guidewire to use with this device is a 0.014" (0.36mm). The investigator was unable to remove the guidewire from the device when fully deployed. The investigator retracted the stainless-steel shaft and was able to move the guidewire. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that the entrapment occurred. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. After the 8.0-21 carotid wallstent self-expanding stent was deployed and placed. The delivery system was attempted to remove but, there was a resistance at the delivery wire part of the 190cm filterwire ez making it difficult to remove. The filterwire was pulled up to the inlet of the guide catheter while still in the deployed state. It was retracted into the guide catheter, and both devices were removed from the body as one unit. The procedure was completed, and there was no patient complications noted as a result of this event.